Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited an alert for high, out of range, high voltage lead impedance. It was noted that the lead impedance trend appeared to be physiologic. No interventions were taken. There were no patient symptoms. The patient will continue to be monitored.